Event description:
The customer reported that the 840 ventilator had a blank display. There was no pt involvement when the malfunction occurred. The repair of the device has not been completed.

Manufacturer narrative:
(B)(4).